Event description:
As it was reported by the sales rep via phone: in 2009, an optease filter was implanted in a female pt. The physician tried to retrieve the filter, but was unable to retrieve the filter out of the pt. The physician tried several snaring techniques and was successful snaring the filter, however, when trying to retrieve, the filter was not able to and noticed that the filter was stuck to the vessel wall. The indication for the filter insertion was dvt. It was verified under fluoroscopy that the filter was not in a side vessel. Wall apposition was deemed adequate to prevent migration.

Manufacturer narrative:
The product is not available for analysis. Additional info will be submitted within thirty days upon receipt.